Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4194 implantable pacing lead (B)(6) 2009; 4470 competitive implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that noise was seen on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.